Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, rupture, neoplasm malignant. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) patient underwent a primary breast augmentation surgery with implantation of a 450cc mentor memorygel breast implant prosthesis. Post-operatively, the patient stated she believes she has capsular contracture of the left breast or a ruptured left breast implant due to the left breast appearing to be bigger and rounder than the right breast. Furthermore, mammogram imaging showed the presence of cancer. As a result, the patient underwent removal without replacement on (B)(6) 2022. A separate surgery will be conducted in the future for implant replacements after breast cancer treatment. Several attempts have been conducted to acquire additional information. However, no additional information has been provided. If information becomes available, mentor will submit a supplemental report accordingly.